Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that decreased pacing impedance and elevated threshold measurements were observed on the atrial channel. Pacemaker mediated tachycardia (pmt) was inappropriately stored as the events were atrial in nature. A recent atrial tachycardia response (atr) event was suggestive of cross talk from bi-ventricular pacing and sensing on the atrial channel. Presenting electrogram showed appropriate sensing and no artefact was visible. A boston scientific technical services consultant recommended in clinic system evaluation. No adverse patient effects were reported. It was reported that an alert had been generated for out-of-range intrinsic amplitude measurements on the atrial channel and cardiac resynchronization therapy pacing of < 90%. Atrial loss of capture was noted in addition to continued increased atrial threshold measurements. The presenting electrogram showed undersensing of the atrial signal (sinus rhythm), which was being conducted causing trigger biventricular pacing. A boston scientific technical services consultant documented the reported clinical observations and recommended in clinic evaluation of the atrial lead. The system remains implanted and no adverse patient effects were reported. It was reported that alerts for cardiac resynchronization therapy pacing of less than 90 percent, atrial pacing lead impedance out of range and atrial automatic threshold detected as greater than programmed amplitude or suspended had been re-triggered for this system. The most recent manual atrial threshold was 4.5v @ 0.4ms. The programmed output is fixed at 3.5v @ 0.4ms and capture could not be confirmed on the presenting electrogram. Pacing impedance was greater than 3000 ohms, and low sensing and noise was observed when the patient moved her arm. Additionally, atrial tachycardia response (atr) episodes showed oversensing of atrial noise. Atrial lead dislodgement was suspected. The physician is aware of the clinical observations and will continue to monitor the patient and discuss a potential lead revision. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that decreased pacing impedance and elevated threshold measurements were observed on the atrial channel. Pacemaker mediated tachycardia (pmt) was inappropriately stored as the events were atrial in nature. A recent atrial tachycardia response (atr) event was suggestive of cross talk from bi-ventricular pacing and sensing on the atrial channel. Presenting electrogram showed appropriate sensing and no artefact was visible. A boston scientific technical services consultant recommended in clinic system evaluation. No adverse patient effects were reported. It was reported that an alert had been generated for out-of-range intrinsic amplitude measurements on the atrial channel and cardiac resynchronization therapy pacing of < 90%. Atrial loss of capture was noted in addition to continued increased atrial threshold measurements. The presenting electrogram showed undersensing of the atrial signal (sinus rhythm), which was being conducted causing trigger biventricular pacing. A boston scientific technical services consultant documented the reported clinical observations and recommended in clinic evaluation of the atrial lead. The system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that decreased pacing impedance and elevated threshold measurements were observed on the atrial channel. Pacemaker mediated tachycardia (pmt) was inappropriately stored as the events were atrial in nature. A recent atrial tachycardia response (atr) event was suggestive of cross talk from bi-ventricular pacing and sensing on the atrial channel. Presenting electrogram showed appropriate sensing and no artefact was visible. A boston scientific technical services consultant recommended in clinic system evaluation. No adverse patient effects were reported. It was reported that an alert had been generated for out-of-range intrinsic amplitude measurements on the atrial channel and cardiac resynchronization therapy pacing of < 90%. Atrial loss of capture was noted in addition to continued increased atrial threshold measurements. The presenting electrogram showed undersensing of the atrial signal (sinus rhythm), which was being conducted causing trigger biventricular pacing. A boston scientific technical services consultant documented the reported clinical observations and recommended in clinic evaluation of the atrial lead. The system remains implanted and no adverse patient effects were reported. It was reported that alerts for cardiac resynchronization therapy pacing of less than 90 percent, atrial pacing lead impedance out of range and atrial automatic threshold detected as greater than programmed amplitude or suspended had been re-triggered for this system. The most recent manual atrial threshold was 4.5v @ 0.4ms. The programmed output is fixed at 3.5v @ 0.4ms and capture could not be confirmed on the presenting electrogram. Pacing impedance was greater than 3000 ohms, and low sensing and noise was observed when the patient moved her arm. Additionally, atrial tachycardia response (atr) episodes showed oversensing of atrial noise. Atrial lead dislodgement was suspected. The physician is aware of the clinical observations and will continue to monitor the patient and discuss a potential lead revision. The lead remains in service and no adverse patient effects were reported. It was reported that a recent x-ray confirmed this atrial lead had dislodged and was no longer positioned in the atrium. The reported clinical observations were attributed to the dislodgement. A lead revision procedure was scheduled for the following week but has not been confirmed. No adverse patient effects were reported. It was reported that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that decreased pacing impedance and elevated threshold measurements were observed on the atrial channel. Pacemaker mediated tachycardia (pmt) was inappropriately stored as the events were atrial in nature. A recent atrial tachycardia response (atr) event was suggestive of cross talk from bi-ventricular pacing and sensing on the atrial channel. Presenting electrogram showed appropriate sensing and no artefact was visible. A boston scientific technical services consultant recommended in clinic system evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that decreased pacing impedance and elevated threshold measurements were observed on the atrial channel. Pacemaker mediated tachycardia (pmt) was inappropriately stored as the events were atrial in nature. A recent atrial tachycardia response (atr) event was suggestive of cross talk from bi-ventricular pacing and sensing on the atrial channel. Presenting electrogram showed appropriate sensing and no artefact was visible. A boston scientific technical services consultant recommended in clinic system evaluation. No adverse patient effects were reported. It was reported that an alert had been generated for out-of-range intrinsic amplitude measurements on the atrial channel and cardiac resynchronization therapy pacing of < 90%. Atrial loss of capture was noted in addition to continued increased atrial threshold measurements. The presenting electrogram showed undersensing of the atrial signal (sinus rhythm), which was being conducted causing trigger biventricular pacing. A boston scientific technical services consultant documented the reported clinical observations and recommended in clinic evaluation of the atrial lead. The system remains implanted and no adverse patient effects were reported. It was reported that alerts for cardiac resynchronization therapy pacing of less than 90 percent, atrial pacing lead impedance out of range and atrial automatic threshold detected as greater than programmed amplitude or suspended had been re-triggered for this system. The most recent manual atrial threshold was 4.5v @ 0.4ms. The programmed output is fixed at 3.5v @ 0.4ms and capture could not be confirmed on the presenting electrogram. Pacing impedance was greater than 3000 ohms, and low sensing and noise was observed when the patient moved her arm. Additionally, atrial tachycardia response (atr) episodes showed oversensing of atrial noise. Atrial lead dislodgement was suspected. The physician is aware of the clinical observations and will continue to monitor the patient and discuss a potential lead revision. The lead remains in service and no adverse patient effects were reported. It was reported that a recent x-ray confirmed this atrial lead had dislodged and was no longer positioned in the atrium. The reported clinical observations were attributed to the dislodgement. A lead revision procedure was scheduled for the following week but has not been confirmed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.